Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Patient was brought to the or for wound irrigation and debridement. Doctor noticed the plate was broken intraoperatively. Patient had 16 hole variax locking straight plate trimmed down to 9 holes with 8 screws implanted.

Event description:
Patient was brought to the or for wound irrigation and debridement. Doctor noticed the plate was broken intraoperatively. Patient had 16 hole variax locking straight plate trimmed down to 9 holes with 8 screws implanted.

Manufacturer narrative:
Evaluation summary: the reported event could be partially confirmed, because the returned device and an x-ray was attached in trackwise (the plate is broken, but according to the information provided in the pi, the plate broke postoperative - date of implant: (B)(6) 2013; date of explant: (B)(6) 2013). The macroscopic and microscopic investigations show that the - 2.3 m variax hand lock plate, straight, 16 holes - plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surface the appearance of a forced rupture as well as a low cycle fatigue rupture with much evidence of forced rupture and secondary cracks. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamic overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. The complaint is added to the complaint trend.